Event description:
On 11/17/2016, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device (one touch ultra 2). The reporter claimed obtaining blood glucose readings of ¿162 mg/dl¿ with the subject meter and ¿105 mg/dl¿ on the other device, performed within an unknown time of each other. Based on statistical methodology, the calculated difference of these glucose results may have exceeded lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.